Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative hcg urine pregnancy test. First day of last menstrual period (B) (6) 2009. Confirmatory qualitative test was positive; no medications/prescriptions; no clinical symptoms; part of general physical. Test repeated using same lot and results were the same.